Event description:
During the insertion, an osteotite screw broke. The tip of the screw was left in the pt humerus. The device failure did not have any adverse effects on pt. Manufacturer reference numbers: (B)(4).

Manufacturer narrative:
(B)(4). The technical analysis indicated that the product is in compliance with orthofix specifications. According to the info provided on the case and as a result of the investigation performed, orthofix concludes that the screw was subject to torsional overload during insertion which caused it to break. The breakage is related to the erroneous selection of the screw size. The breakage is therefore not product related. Orthofix would like to emphasize once more the importance of meticulously following the instructions for use (ref. To pqexf), where detailed info are reported regarding screw selection and the correct insertion technique. Orthofix continues monitoring the products on the market.